Event description:
It was reported that the patient had a miniarc precise along with two other grafts were implanted on (B)(6) 2015. After implantation, a cystoscopy was performed. The physician noted, "mesh was found in two spots in bladder." The patient had the miniarc precise and a graft removed. The other graft remained implanted. The physician "closed one hole in bladder and left catheter in." No further patient complications were reported in relation to this event. Related to manufacturer report number 2183959-2015-00211. (B)(4).